Event description:
It was reported that "the jam shidi, expiration date was 12/2008. The surgery occurred on (B) (6) 2009. Expiration no realized until (B) (6) 2009 after surgery occurred."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.